Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. On (B)(6) 2020, it was reported that the patient had their pump removed due to ¿an infection of the skin¿ the patient developed ¿almost right away¿ following date of implant. The patient was to put on bactrim and ciprofloxacin to treat the infection. No further complications were reported or anticipated regarding the event.